Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 412 mg/dl. The treatment was unknown given to the customer for high blood glucose. It was unknown whether the customer was using auto mode feature or not. The insulin pump will be returned for the analysis.